Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that electrode #15 has a high out of range impedance reading. The patient was not programmed on this electrode so it change anything nor is it causing any problems. The patient denies falling. The high impedances have not been resolved. No further complications were reported. No patient symptoms were reported.